Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Sixteen non-sustained tachycardia episodes with v-v intervals < 220 ms from (B)(6) 2016. A 975 v-sics since last session 1.1 days ago. Lead failure predictor triggered on (B)(6) 2016. Right ventricular pace impedance steady at approximately 540 ohms through (B)(6) 2016, rises out of range by (B)(6) 2016.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds, high impedance and contains a possible fracture. The lead was abandoned and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.